Event description:
It was reported that "upon blocker insertion, tulip head splayed and the blocker was never able to fully be torqued down. So that screw was explanted along with 5 other blockers in the construct that were already torqued down, then another 8.5 screw was implanted along with 6 more blockers. Screw is being returned, but the 6 explanted blockers were accidentally discarded by the hospital staff."

Manufacturer narrative:
6 xia blockers catalog #03756230 were used and discarded by hospital. It was not reported that they failed, merely were used on conjunction with the screw tulip head that splayed. They are not being reported at this time. This products will be re-evaluated for reportability once the investigation is complete. Additional PMA/510 k060361. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.